Event description:
Received info stating customer received multiple occlusion alarms. Reportedly customer's blood glucose level was high, 300 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.